Manufacturer narrative:
This is the final report. This report is being filed using a distributor report number as the initial report was filed prior to the FDA's inssuance of a MFR's reporting number. Conclusion: the implant failed due to a fault in the integrated circuit.

Event description:
The child reported no longer hearing sounds sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery has not been scheduled yet. The healthcare professional has been informed that the explanted device should be returned to co.